Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and/or symptoms include discomfort, painful sexual intercourse, difficulty urinating, burning sensation and recurrence.